Event description:
The customer reported that the battery cap was stucked and cannot get it off. Troubleshooting was done. Customer's blood glucose was 215 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Pump received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and stripped battery cap coin slot.